Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR: returned product consisted of a taxus liberte stent delivery system (sds) and stent with no other devices. There was contrast in the inflation lumen. The hypotube was detached/separated 22cm from the strain relief. The fracture faces were oval shaped, as if kinked prior to separation, and the material was jagged and stretched, which suggests that the separation may be related to tensile overload (material stress/fatigue). The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. There were two stent struts stretched and bent in the first proximal stent strut row. There was distal tip damage. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported crossing difficulty and the confirmed hypotube detachment, stent and tip damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
This complaint is now reportable based on the device analysis completed on (B)(4) 2013. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure the device was unable to cross the lesion. Vascular access was obtained via the femoral artery. The stenosed and concentric shaped target lesion was located in the moderately tortuous and moderately calcified left circumflex coronary artery (lcx). The lesion was predilated and then a 12 x 2.75mm taxus liberté was advanced to the lcx; however, the device was unable to cross the lesion. The device was removed from the patient and the procedure was successfully completed with a different device. No patient complications were reported and the patient's current condition is stable. However, returned product analysis revealed stent damage and a shaft break.